Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.the results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead could no be fixed. It was noted that the lead was found to be immobilized after implantation and the atrial lead was too big to be fixed with a passive lead. The lead was removed and replaced. The patient was in stable condition.